Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that a medium large clip applier instrument dropped weck clips into the patient. The customer was unsure if all the clips were retrieved or not. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer went to retrieve the clip using a grasper, successfully grasped onto the clip, pulled out the instrument, and then noticed that the clip was missing. The customer searched for the clip outside of the patient and could not find it. The surgeon also spent 10-15 minutes searching inside the patient and also could not find the clip. The director stated that they don¿t know if the clip was left inside the patient or if it fell outside the patient. The director stated they will not RMA the instrument. The procedure was completed with no report of patient injury. The following additional information was obtained: the customer stated the "laparoscopic grasper would not grasp correctly with a tight lock." The surgeon was using a purple medium/large clip. There was no instrument collision. The clip falling occurred initially as it fell off first. The vessel was not greater than 10mm in diameter and there was no unexpected movement at the time of event. The clip applier was inspected. After the incident, the customer continued to use the clip applier instrument associated with this event. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.